Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/18/2021. H.6. Investigation: bd received 10 samples for investigation. The samples were evaluated by stopper pullout testing and the indicated failure mode for decapping/loose caps with the incident lot was observed as 9 out of 10 samples failed the testing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of loose caps through CAPA#1875009.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes, the device experienced stopper creep out or loose closure. This event occurred 105 times. The following information was provided by the initial reporter. The customer stated: customer raised that the hemogard cap in 4ml serum tube does not recapped back after recapping. Due to open customer's blood collection practice, the caps are removed for blood transfer from syringe/ drop method into the tube. After recapping, customer noted that the cap will loosen and subsequently uncaps on its own. Customer tried to retighten the cap again by pushing the hemogard stopper harder into the tube without success. The occurrence rate of loose caps are about 4-5 incidents per day.

Manufacturer narrative:
Additional information received changing the initial investigation reporting imdrf g coding.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes, the device experienced stopper creep out or loose closure. This event occurred 105 times. The following information was provided by the initial reporter. The customer stated: customer raised that the hemogard cap in 4ml serum tube does not recapped back after recapping. Due to open customer's blood collection practice, the caps are removed for blood transfer from syringe/ drop method into the tube. After recapping, customer noted that the cap will loosen and subsequently uncaps on its own. Customer tried to retighten the cap again by pushing the hemogard stopper harder into the tube without success. The occurrence rate of loose caps are about 4-5 incidents per day.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes, the device experienced stopper creep out or loose closure. This event occurred 105 times. The following information was provided by the initial reporter. The customer stated: customer raised that the hemogard cap in 4ml serum tube does not recapped back after recapping. Due to open customer's blood collection practice, the caps are removed for blood transfer from syringe/ drop method into the tube. After recapping, customer noted that the cap will loosen and subsequently uncaps on its own. Customer tried to retighten the cap again by pushing the hemogard stopper harder into the tube without success. The occurrence rate of loose caps are about 4-5 incidents per day.